Manufacturer narrative:
(B)(4). D10: 11-300812 arcos 12x150mm spl tpr dist 073460. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip revision with arcos two-piece system. The surgeon went to implant the cone body onto the tapered stem and the cone body would not engage. Tried another cone body thinking it was a bad taper on the body and it did the same thing. The taper on the revision stem was bad causing an hour delay. Opened a new stem and implanted it with no problems with the cone body engaging this time. The surgeon wanted these implants not charged because surgical technique was followed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6, h10. Suggested component code: mechanical (g04) - stem. Visual examination of the returned product identified scuffing to the internal taper of the body along with scuffing to the stem taper. The diameter of the stem was checked per the print for product ID. The stem and body tapers are both checked 100% at manufacturing. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.